Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose over 600 mg/dl and bent infusion set cannulas. It was stated that the customer changed the infusion set and treated with manual injection. Mother declined to complete troubleshooting. The device will not be returned for analysis.